Event description:
The plaintiff's attorney alleged the patient experienced cardiac arrest and all injuries associated there with and subsequently expired. Furthermore, it was alleged to have been caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.